Manufacturer narrative:
Product complaint: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is complaining the instruments to not hold the keel punches in a proper manner. No surgery delay, no patient involvement.

Manufacturer narrative:
Investigation summary functional evaluation of the submitted device could not replicate the reported problem. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.